Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a complaint history review and service history review for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the searched period. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 uiu/ml, and the lowest measurable concentration is 0.03 uiu/ml(assay sensitivity). Although the approximate value of the highest calibrator is 100 uiu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 uiu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported issue is unknown.

Event description:
A customer reported a discrepant thyroid stimulating hormone (tsh) patient result on aia 360 analyzer. Customer stated completing a tsh sample run on (B)(6) 2018 and result was 0.03 (acceptable range 0.03 - 100uiu/ml). A second run completed on (B)(6) 2018, result was 1.67. Customer looked at previous low tsh results and noted that one was <0.03 and was sent to a reference lab which reported 0.74. Technical support specialist had customer run one sample eight times to check precision. Customer ran one sample 8 times: 1.57, 1.61, 1.37, 1.45, 1.33, 1.31, 1.40, and 1.49; results are within acceptable range. There was no indication of any patient intervention or adverse health consequences due to discrepant tsh results. Customer followed up to report that quality control for tsh have been in range. Customer has been sending tsh samples to a reference lab to compare results and hasn't seen any discrepancies. Customer will complete a decontamination procedure and monitor for any discrepant results.